Event description:
Information was received indicating that the pca (patient-controlled analgesia) dose failed to be administered while using a smiths cadd-solis vip ambulatory infusion pump. There were no injuries or adverse events reported.

Manufacturer narrative:
One cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with damaged lens and pin stuck inside rdc port. Event history log review was performed and found no evidence of reported problem. Visual inspection and dose cord testing were performed. The customer reported problem was confirmed. According to the investigation the pump pin broken inside the rdc port. Service replace the pump lemo connector for rdc port to correct the reported problem. The problem source of the reported problem is unknown.